Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of (B)(4) showed one other similar product complaint(s) from this lot number. (B)(4).

Event description:
It was reported that pt had PICC placed on right side (B)(6) 2011. Had x5 treatments of oxaliplatin via PICC. On (B)(6) 2011, pt having dressing changed, upon flushing leakage at exit site observed. PICC removed and fracture of line observed at 43cm, line inserted to 45cm. No history of occlusion. Removal of PICC procedure.